Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set line snapped off during infusion. The following information was provided by the initial reporter: see below. I wanted to bring this to your attention. ¿IV tubing broke off from itself below the pump. This was brand new tubing that had just been changed on day shift, infusing IV fluids. Moved IV pole slightly, it barely even moved/pulled the line, the line just snapped off and fell on the bed.¿

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set line snapped off during infusion. The following information was provided by the initial reporter: see below. I wanted to bring this to your attention. ¿IV tubing broke off from itself below the pump. This was brand new tubing that had just been changed on day shift, infusing IV fluids. Moved IV pole slightly, it barely even moved/pulled the line, the line just snapped off and fell on the bed¿